Event description:
It was reported that the helix of the attempted right ventricular (rv) lead would not extend. The lead was removed and replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)